Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was programmed with vasopressin at rate of 300ml/hour with a volume to be infused of 80ml. However, the whole volume of vasopressin was delivered within fifteen (15) minutes. The keep vein open alarm was alerted and resolved after restarting the infusion. The customer indicated "this was clearly user error and I would void complaint." Although additional details were requested, no additional information was provided. There was patient involvement but impact is unknown.